Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026.the event occurred due to kinked cannula, three or more hours after insertion. The insertion site was in abdomen. The blood glucose level was 593 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.